Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the upper 180-190s ohms range with some measurements greater than 200 ohms over the last year. Shock impedances dropped to 130 ohms back in september 2025, likely due to delivered shock. Soon after, shock impedance rose once more to the 170 ohms range. This behavior was consistent with lead calcification. This rv lead currently remains in service, and lead replacement was recommended. No additional adverse patient effects or interventions were reported at this time.